Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-26356, related manufacturer reference number: 2017865-2021-26359. It was reported that the patient presented in clinic due to a system infection. The right atrial (ra) lead was noted to have vegetation. The entire pacemaker (pm) system was explanted and replaced with a temporary system. The patient was stable throughout the procedure.